Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test or verify low battery alert due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had vibration anomaly and reservoir was leaking. Reportedly, pump was smelling like insulin, was wet from outside and it was vibrating without alarm. The patient¿s blood glucose level was unknown at the time of the incident. Low battery alert greater than 1 week and exposure to moisture were also reported. The insulin pump and one reservoir was returning for analysis and 2 reservoirs were not returning for analysis.